Event description:
It was reported that the wallstent deployed within the sheath and the stent had to be removed via a small cut incision. A 16x90x75 venous wallstent was selected for use for a venogram procedure in the distal common iliac vein. The lesion was near occluded and the tortuosity was very complex. The lesion was predilated to 12mm. During the procedure, the entire stent was reported to have deployed in the 8fr sheath. The stent was removed from the patient via a small cutdown incision. No patient complications were reported.